Manufacturer narrative:
Concomitant medical products: additional device: pla280300j, lot number 16207503, UDI: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migrations.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019, a follow-up computed tomography imaging identified that the trunk-ipsilateral leg and aortic extender components had migrated distally (distance unknown). There was no endoleak and no aneurysm enlargement. On (B)(6) 2019, an additional procedure was performed to treat the migration. Two aortic extender endoprostheses were implanted proximally. The patient tolerated the procedure. It was reported that the patient aortic neck was tortuous (the physician mentioned "hostile neck").